Event description:
A hospital reported a complaint of high readings on a precision xtra blood glucose meter. The following readings obtained on the meter were compared with laboratory readings. Each of the comparisons were performed within a 10 minute timeframe. See scanned table.

Manufacturer narrative:
When plotting each of the readings against each other on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment. The meter and test strips have been requested for investigation. A follow up report will be submitted if the customer's products are received.